Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.